Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings for approximately three hours after a recent supply change, had completed fill tubing without reported issues, and was advised to change the infusion site but lacked supplies and would need to revert to backup therapy; the user asked about manual syringe injection, was advised to consult a healthcare professional because the provided syringes are not intended for manual injections, became frustrated, and ended the call. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of the report and user troubleshooting guidance. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected infusion site or supply-related issue that could not be confirmed due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.